Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and reported event cannot be confirmed by greatbatch. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (smith & nephew) identified the root cause to be due to the fatigue loading, weld breakage, and wear. No further investigation is required. Complaint information and investigation provided by smith & nephew. Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the locking mechanism broke while trying to impact the cup. The knob was discarded. An identical backup instrument was used to impact the shell correctly to fix the problem. No adverse events reported.

Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site. (B)(4).

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.